Event description:
Clinical study-29 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of 3.5 x 28 mm taxus stent. Residual stenosis was 0%. Post-procedure, the pt was diuresed to treat the congestive heart failure. Additionally, upon arrival on the floor following the pci, the pt was noted to have hematemesis of bright red blood. Reopro and plavix were temporarily discontinued and they were transfused fresh frozen plasma, platelets, and packed red blood cells. They were treated with a proton pump inhibitor and their cbcs remained stable throughout the remainder of the admission. The pt had an elevated white blood cell count throughout the admission. They were treated for a urinary tract infection with cipro. However, their leukocytosis persisted. The pt was discharged on 13 days later on plavix and aspirin. The site has submitted the following memo to file: "the pt was notified several times by phone and did not return any calls. A courier letter was sent and company then received a call from the pt's family member explaining that the pt had expired 16 days later. They apparently came home from the hospital for a very short time and returned with a perforated bowel. They had surgery and were never extubated due to their severe copd. They expired form respiratory problems. Company will ask the family member for release of information to attempt to retrieve a death certificate." No further documentation has been received. In the opinion of the physician, the target vessel was not involved.